Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the lower extremity iliac artery that was non-tortuous and non-calcified. The armada 35 balloon dilatation catheter was inflated one time to an unknown pressure but would not fully deflate. Several attempts were made to deflate the balloon by pulling negative, but the balloon only partially deflated before removing from the anatomy. The procedure was successfully completed using non-abbott balloon catheter. There was some delay in the procedure however it was not clinically significant. There were no adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed the reported deflation issue. A review of the lot history record revealed no nonconformities related to the reported event. The complaint handling database was reviewed and although there were no similar events for this lot, av identified a trend. Root cause analysis concluded that the trend is likely due to a manufacturing issue. Av has implemented mitigations to address this issue and will implement corrective actions to prevent recurrence per internal site operating procedures. Av will continue to trend the performance of these devices.